Event description:
According to the facility on 12/04/23 the patient required reintubation due to a leak in the cuff balloon as there was "noticed moisture in the balloon".

Manufacturer narrative:
According to the facility on 12/04/23 the patient required reintubation due to a leak in the cuff balloon as there was "noticed moisture in the balloon". Per the facility there was noted to be "about a cc of moisture pulled from the balloon". No additional information is available. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.